Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center power button fails to engage. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power switch damage likely occurred because the operating force and the quantity of usage / presses applied to the power switch exceeded the expected value. In addition, it was confirmed that the design change was carried out as an improvement in the resistance of the power switch breakage. The subject device of this report was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.